Event description:
It was reported that during a ptca treatment procedure the quantum maverick monorail balloon ruptured at 12 atms on the initial inflation. The patient was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the proximal lad coronary artery. The quantum maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.